Manufacturer narrative:
Analysis found that the customer's complaint has been confirmed. The handpiece was overheating with temperatures: fb: 144f, motor: 142f, rb: 141f. The device was running rough and the bearings, cup, rear seal and front seals were worn. The bearings, the cup and the seals have been replaced. Some other small additional parts have been replaced. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece overheated. There was no delay in the procedure. There was no patient involvement.